Event description:
It was reported that the sheath/dilator was placed via the subclavian route for pa line insertion. The sheath and pa catheter were inserted without difficulty. The initial x-ray was acceptable. Approx 30 minutes later, blood was noted in the lungs and intervention was required. A chest tube was inserted, blood was drained, but the pt could not be stabilized. The pt expired several hours later. There was no post mortem exam. It was suggested by the user that the sheath/dilator had perforated the vessel during insertion.